Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required) with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain on (B)(6) 2020, menometrorrhagia, paratubal cyst, obesity and uterine ablation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.271 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: indication: status post tubal ligation, lmp (B)(6) 2012. Patient states she is not pregnant. Findings: the uterus is ina normal anteroflexed position. The intrauterine cavity fills normally with contrast without evidence for mass or filling defect. Bilateral essure tubal ligation devices are in place within the fallopian tubes, there is no visualized spillage of contrast into the peritoneum, consistent with successful tubal ligation procedure. Impression: 1. Status post bilateral essure tubal ligation procedure, with successful occlusion of the bilateral fallopian tubes. [Pathology test] on (B)(6) 2020: clinical history: pelvic. Specimen (s) : uterus - uterus, cervix, bilateral fallopian tubes. Final diagnosis: uterus, cervix, bilateral fallopian tubes, uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy : cervix : no significant abnormality. Endometrium : pseudodecidualized pattern. Myometrium : no significant abnormality. Serosa ; no significant abnormality. Right fallopian tube : essure coil identified. Left fallopian tube : essure coil identified; paratubal cyst. Uterus: uterus, cervix, bilateral fallopian tubes. Gross description: myometrium:. The myometrium on both left and right cornu areas are notable for coiled, metallic: devices entering both right and left fallopian tubes. Right fallopian tube: the proximal fallopian tube contains a metallic, coiled device. Left fallopian tube: the proximal fallopian tube contains a metallic, coiled device. [Ultrasound scan] on (B)(6) 2018: indication iud removal/insertion. Impression: uterus and endometrium visualized whl iud inserted in place in normal fundal position, bilateral ovaries appear wnl upt is negative; on (B)(6) 2018: ultrasound type: tvs, uterus surgically removed: no, ovaries surgically removed: no, uterus: anteverted, impression: uterus and endometrium visualized wnl. Iud seen in place in normal fundal position. (Patient was notified of correct iud placement). Ovaries appear wnl. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters,patient information,medical history,lab data,indication,drug start date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.